Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR report # 1627487-2013-04115. It was reported the pt had experienced heating at the ipg site after five minutes of recharging. It was reported the pt had effective stimulation coverage, and this was the first occurrence. A replacement charger was sent to the pt.